Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 07-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that there were high impedances on contact 2 that were found during a visit for eri battery. During the replacement they tested the 3387 lead with an alligator clip and determined the lead wasn¿t damaged. The doctor replaced the battery and extension. After replacing the battery and extension the impedances on contact 2 were normal, but impedances on contact 0 were high. The doctor said that they believed that they likely damaged contact 0 when testing the lead. They connected the alligator clip again and confirmed the lead was damaged as the impedances on contact 0 were high. They tested the lead with the alligator clips and tested complete system on 7/30. They replaced the extension and programmed around contact 0. The issue wasn¿t resolved. There were no further complications reported.